Event description:
It was reported that positioning difficulties were encountered. The target lesion was located in a vein. Following thrombectomy with an angiojet and pre-dilatation with a charger balloon catheter, a 12x60/8fr 75cm wallstent endoprosthesis stent was advanced but could not be deployed. The physician tried several times, but the stent could not be positioned accurately. Instead, the physician deployed the stent in situ. The stent was not able to cover the lesion. The procedure was completed with another 12x60 wallstent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent fully deployed from the device as it was implanted in the patient. A visual and microscopic examination identified no damage or issues with the delivery system or shaft or tip of the device that could potentially have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that positioning difficulties were encountered. The target lesion was located in a vein. Following thrombectomy with an angiojet and pre-dilatation with a charger balloon catheter, a 12x60/8fr 75cm wallstent endoprosthesis stent was advanced but could not be deployed. The physician tried several times, but the stent could not be positioned accurately. Instead, the physician deployed the stent in situ. The stent was not able to cover the lesion. The procedure was completed with another 12x60 wallstent. There were no patient complications reported and the patient was stable.